Manufacturer narrative:
A portion of the catheter tubing and membrane was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. A kink was observed on the inner lumen within the membrane approximately 23.9cm from iab tip. A second kink was observed catheter tubing and inner lumen approximately 54.4cm from iab tip. Additionally visual examination detected that the rear tantalum marker had became detached and migrated on the inner lumen. An underwater leak test of the balloon and portion of catheter was performed and no leaks were detected. We were unable to conclusively determine the presence of leaks or duplicate the reported alarm on the iab due to the returned condition of the iab as we were unable to fully evaluate the iab. The reported problems cannot be confirmed by the evaluation. The detached rear tantalum marker has been escalated to CAPA to investigate the root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Initial reporter occupation: assistant nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) leak with blood back to the cardiosave console occurred. There were two catheter restriction alarms several hours prior to seeing blood in the tubing. Alarms coincided with patient movement and resolved (resumed therapy) immediately after her arm was repositioned. Patient walked with physical therapy, sat back down in her chair and 15 minutes later andrew's orientee was performing her assessment and said "it sounds like there's a lot of air in there," while listening to the patient's heart sounds. Andrew noted blood rushing down the helium line as the orientee was still listening to the patient's chest. The pump was placed in standby immediately then clamped/called md and the 800 line. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2024-0004566.